Manufacturer narrative:
Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the received a new implantable neurostimulator (ins) in (B)(6) 2015, this was a planned replacement. Prior to this surgery, the patient had good paresthesia covering both in arm and leg. After ins replacement surgery, the patient didn&#62752;feel any paresthesia and all 16 contacts showed impedance over 40,000o hms. Lead configuration 2x8. Surgical intervention was performed. Re-operation showed that the connector of the ins was full of fluid. The ins was replaced and this issue was resolved at the time of this report. Also during the re-operation, intraoperative testing of the lead showed high impedance more than 10,000 on all contacts. The lead was still implanted but no longer in use. Replacement was planned in about three months. This issue was not resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent. Reference manufacturer report# 3004209178-2016-00998.